Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a severe kink in their modular cable. The ventricular assist device (vad) team attempted to change the modular cable for a new one. The brand-new modular cable would not connect to the pump cable. The vad coordinator attempted to connect the modular cable a couple of times. A new modular cable was grabbed and that one connected without issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a severe kink in the modular cable was unable to be confirmed through this analysis. The modular cable (lot number 7210197) was not returned for evaluation and no log files were provided. No images of the damage were submitted. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for the modular cable (lot number 7210197) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.